Event description:
It was reported that the right ventricular lead had fractured. It was noted that the patient's anatomy and the previous lead placement may have contributed to the fracture. Additionally there was noise seen on the electrograms for the right ventricular lead. The lead was explanted and replaced, and the patient was in stable condition.